Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00747141 case subject: npi error code 133-6080 account name: carolinas medical center pineville account #: 1007031 asset name: 8015ls pcu dom v9.19.1.2 a/b/g asset location: contact: (B)(6) contact email: contact phone: contact mobile: patient or user involvement: no patient or user harm: no case description: biomed tech. Called in for help on 8015ls unit with error code (B)(4) failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: error code 133-6080 has to with the backup speaker on 8015ls needs to be replace on unit. Tech. Perfer to sent unit in for services repair confirm level one quote for repair transfer tech. To services repair to further assist the customer ref:_00d30y0yr._5000l1jvci6:ref